Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements. Additional information indicated that the lead as repositioned due to twiddler's syndrome. Furthermore, the lead was surgically abandoned and was then replaced. No additional adverse patient effects were reported.